Event description:
It was reported that during the implant procedure, the device measured out of range impedances on all leads. The a and v impedances showed >3000 ohms, lv impedance >2500 ohms, and hvb >200 ohms. When measured via the analyzer, rv imped 563 ohms, lv imped 580 ohms. Several attempts to connect and reconnect leads but no change in impedance measurements. When a new device was used, everything was within normal range. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.